Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's ins quit working and stopped providing them with pain relief. This issue occurred about 4 years ago. The patient noted that they wanted the ins removed. No further complications reported.